Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. Customer¿s blood glucose was approximately 211 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned